Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "re-replacement of the mechanical valve following delivery in a patient who suffered acute pulmonary edema during late pregnancy after the replacement of left atrioventricular valve", was reviewed. This article presented a case study of a 34-year-old female patient. On an unknown date a 23 mm mechanical heart valve was implanted. During the patient's late pregnancy, the patient experienced acute lung edema which resulted in an urgent cesarean section. The patient gave birth successfully and recovered from the pulmonary edema, however her new york heart association (nyha) grade deteriorated to grade three after delivery. The patient underwent a successful replacement of the mechanical valve with a 25mm mechanical heart valve. [The primary and corresponding author was shinya ugaki, jichi medical university hospital, yakushiji temple 3311-1, tochigi 2190498, japan/].